Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) caucasian patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. Post implant, the patient was transferred to a new hospital. Upon arrival, the pump was found sitting too deep within the ventricle and was attributed to the patient's ambulance transfer. As treatment, positioning was adjusted. Despite repositioning, the patient exhibited signs of hemolysis, via red urine and hemolyzed labs, that took approximately 12 hours to clear. The decision was made to remove the device and replace with an intra-aortic balloon pump. Although hemolysis was alleged, no tests for plasma-free hemoglobin were measured.